Event description:
It was reported that revision surgery of the right hip was performed. Pain, elevated cobalt and chromium levels, and fluid accumulations around the hip were reported. Operative findings reportedly included fretting corrosion of the femoral head and neck taper junction (goldberg grade 2-3) and dark coloured fluid.